Event description:
After patient had a shoulder manipulation. The doctor prescribed the zimmer ambulatory pump. It was put into the patient's sub-cromial space of the shoulder in 2007, at the hospital. Two days prior, the pump was removed at the doctor's office. Upon pulling out the catheter. The catheter allegedly broke off about 1 and 1/2 inches below the surface of the skin. The doctor will be performing surgery in the o.r. To remove the piece of catheter that is still in the patient. Upon examination of the catheter, the stainless still looks frayed.